Event description:
Info was received that reported a pt had been seen in the emergency room due to hyperglycemia three consecutive days with blood sugars >50 mg/dl. The pt reports during these episodes she changed her site several times with a new set and new insulin with no improvement. There were no alerts or alarms reported in the device history log. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.